Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2015, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On an unknown date in 2017, a type ib endoleak was identified on the patients right. The contralateral leg had pulled back into the aneurysm sac. Reportedly the distal sealing within the initial procedure was shorter than planned, but still according to the gore excluder® aaa endoprosthesis instructions for use (IFU). On (B)(6) 2017, an additional contralateral leg endoprosthesis (plc181400) was implanted to reestablish distal seal. The endoleak was successfully solved and the patient tolerated the procedure.

Manufacturer narrative:
(B)(6) 2017 was used since the exact date of the event in 2017 is unknown.